Event description:
As reported by the user facility (translation of user facility): under infusion: delivery inaccuracy of 8%.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. The sample was found externally damaged, most likely caused by an external mechanical impact / drop down. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy, the device was tested according to the requirements of the technical safety check three times and a measurement according to en (B)(4) was performed. The flow measurement was out of tolerance. Thereupon the sample was dismounted and the inside was investigated. Inside we found damages caused by a drop down as well. Within our examination we assessed a delivery fault. However, we assessed additionally damages caused by a drop down / external impact. Wrong handling could not be excluded. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during selftest. If the pump falls down or is exposed to force, it must be checked by the service department. During mobile use (homecare, patient transport inside and outside the hospital): make sure the device is securely fixed and positioned. Positioning changes and severe shock can lead to minor changes in the delivery accuracy and/or unintentional bolus administration.

Manufacturer narrative:
(B)(4). This report has been identified as b.braun (B)(4). The device is currently shipping from the user facility to bbm lab in (B)(4) for investigation. A f/u report will be provided when the inspection results become available. Imp#: (B)(4).